Event description:
Pt's index finger swells. She has neck, back, hip, arm, leg and foot pain. Balance disturbance, bladder trouble, vaginal discharge, easy bruising, chronic fatigue, headaches, difficulty fighting infections, rashes on both arms in the winter, tingling in fingers and toes, memory loss, depressions and chest pain when she gets tired. She has been diagnosed with: myalgias (group ii), arthralgias (group iii), chronic fatigue (group iii), immune mediated skin rash (group ii), night sweats (group iii), and paresthesias (group iii). (*)